Manufacturer narrative:
An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.section d4 catalog # was updated from 08p13-22 to 08p13-37. Section d4 unique identifier (UDI) # was updated from (B)(4) to (b)(46)

Event description:
A poster article by v deane, d nguyen, hg schneider, ¿high-sensitivity troponin I point-of-care device evaluation: a patient comparison¿, documented potentially falsely elevated alinity I stat high sensitive troponin-I results when compared to point-of-care devices siemens atellica vtli and quidel metropro. The study noted the samples were from patients presenting to the emergency department and were analyzed on an abbott alinity. Additional samples were also drawn for the study to be used on the siemens atellica vtli and quidel metropro point-of-care devices. Based on the quidel metropro or the triage true, 90% of the results were in agreement with the alinity, whereas for the siemens atellica vtli, 80% of the results were in agreement. Due to the limited long term outcome information of the patients, it is difficult to determine which platform has provided clinically accurate results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaint by lot could not be performed since the lot number is unknown. A review of tracking and trending did not identify any related trends for the issue. Device history record review did not identify any non-conformances or deviations associated with the product and the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I was identified.

Event description:
A poster article by v deane, d nguyen, hg schneider, ¿high-sensitivity troponin I point-of-care device evaluation: a patient comparison¿, documented potentially falsely elevated alinity I stat high sensitive troponin-I results when compared to point-of-care devices siemens atellica vtli and quidel metropro. The study noted the samples were from patients presenting to the emergency department and were analyzed on an abbott alinity. Additional samples were also drawn for the study to be used on the siemens atellica vtli and quidel metropro point-of-care devices. Based on the quidel metropro or the triage true, 90% of the results were in agreement with the alinity, whereas for the siemens atellica vtli, 80% of the results were in agreement. Due to the limited long term outcome information of the patients, it is difficult to determine which platform has provided clinically accurate results. No impact to patient management was reported.

Event description:
A poster article by v deane, d nguyen, hg schneider, ¿high-sensitivity troponin I point-of-care device evaluation: a patient comparison¿, documented potentially falsely elevated alinity I stat high sensitive troponin-I results when compared to point-of-care devices siemens atellica vtli and quidel metropro. The study noted the samples were from patients presenting to the emergency department and were analyzed on an abbott alinity. Additional samples were also drawn for the study to be used on the siemens atellica vtli and quidel metropro point-of-care devices. Based on the quidel metropro or the triage true, 90% of the results were in agreement with the alinity, whereas for the siemens atellica vtli, 80% of the results were in agreement. Due to the limited long term outcome information of the patients, it is difficult to determine which platform has provided clinically accurate results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 has a similar product distributed in the us, list number 04z21.